Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occured. During troubleshooting with tandem technical support, the malfunction alarm was cleared. In addition, it was reported the battery gauge displayed 5% after the malfunction alarm was cleared. The customer stated the battery gauge was higher prior to the malfunction. The customer's blood glucose level 197 (mg/dl). Reportedly, the customer charged the pump and the customer would continue to use the pump for insulin therapy.